Manufacturer narrative:
A complete lead was returned in one piece, the helix was found to be fully extended. No anomalies were noted on the lead. Analysis was normal. No anomalies were found.

Event description:
It was reported that right ventricular lead under-sensing and was sensing constantly under 3mv and exhibited failure to capture. A x-ray was performed and found that right ventricular lead had dislodged. The lead was explanted and replaced. The patient was stable.